Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the housing had internal damage to an opening the end cap screw goes through and the housing and plug harness were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was a screw broken inside the device and wires were pulled out of the handpiece and exposed. Malfunction occurred during cleaning and decontamination. No adverse events were reported as a result of this malfunction.